Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Manufacturer report # 3004209178-2018-08119 submitted on (B)(4) 2018 had an incorrect aware date. The correct aware date of that report was 2018-03-19. There was no late submission. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient had stimulation in a wrong location, patient notified healthcare professional (hcp) and patient was told to let body heal as patient had 3 previous surgeries. Patient said that he twisted to avoid falling on granddaughter. The revision had been occurred and the plan date of revision was (B)(6) 2016. Patient said issue was resolved when leads were replaced. Patient said that he believed representative was notified during this whole process. No further complication and events were reported.